Manufacturer narrative:
Isi has not determined the root cause for the post-operative complication experienced by the patient. There was no allegation from the surgeon that a malfunction of a stapler 45 instrument or reload occurred during the surgical procedure. A follow-up MDR will be submitted if additional information is received. The site¿s system logs with a procedure date of (B)(6) 2018 were reviewed. The system logs show that a total of thirteen stapler 45 reloads (9 blue, 1 white, 3 green) were fired during the surgical procedure using two different stapler 45 instruments. It can be confirmed that nine of the thirteen firings were completed. It cannot be determined from the system logs if the remaining four firings were completed. Based on the information provided at this time, this complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, a staple line leak was identified. As a result, the patient underwent another surgical procedure to oversew the leak. However, the root cause of the operative complication is unknown.

Event description:
It was initially reported that a da vinci-assisted biliary pancreatic diversion procedure was performed and a staple line leak was allegedly identified. The patient was reportedly going to be brought back for an additional procedure. On (B)(6) 2018, intuitive surgical inc. (Isi) contacted the isi executive sales representative (esr) who was present during a portion of the da vinci-assisted surgical procedure which was not recorded on video. The esr did not know how many times the surgeon was able to fire the stapler 45 instrument involved with the reported event. At one point, after the site installed a new stapler 45 reload (unknown color), the esr indicated that the stapler 45 instrument would not initialize. After multiple attempts were made with uninstalling and reinstalling the stapler 45 instrument, the instrument finally initialized but the surgeon could not open the instrument's jaws. The surgical staff did not attempt to use a stapler release kit (srk) to try and open the instrument's jaws. However, there was no allegation that the instrument¿s jaws were stuck and clamped down on tissue. At that point, the surgical staff replaced the stapler 45 instrument. The surgical procedure was completed robotically. The esr was informed by the surgeon that the patient had to undergo a traditional laparoscopic procedure to oversew a leak found on the anterior staple line of the ¿jj anastomosis.¿ there were no reports of any malformed staples. The esr spoke to the surgeon about the surgical procedure and the surgeon did not mention experiencing any issues with firing the stapler 45 instrument during the surgical procedure. The esr explained that the surgeon would have informed him of any stapler-related errors, clamping, or firing issues if they had occurred during the procedure.